Event description:
Customer reported alarm #7: blood leak (centrifuge chamber), at 1/3 of the single-needle mode treatment when patient was already connected. Blood was visible in the centrifuge chamber, but no visible problem in the kit was detected. Prime procedure was completed without problems. Treatment was aborted, blood was not returned to the patient. Fluid balance was -158 ml, operator proceeded to reinfusion of saline solution to the patient. The customer sent the kit and photos for investigation. There was no service order generated.

Manufacturer narrative:
The smartcard, kit components and photos were returned for analysis. The smartcard data indicated that the prime was completed successfully. A blood leak alarm and return air detected warnings were noted. The examination of returned centrifuge bowl and drive tube and review of the photos did not show signs of a blood leak on the outside of the bowl. The returned components were pressure tested and results indicated a small but steady stream of bubbles out of the bowl from a point in the weld between the base and the bowl. A leak was confirmed; however, the cause of the leak could not be determined. Device history record review did not identify any related nonconformances. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
A review of lot d101 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and centrifuge bowl leak/break. No trends were observed. A CAPA was initiated for centrifuge bowl leak/breaks. The assessment is based on information available at the time of the investigation. The evaluation of the photos and kit is still in process. A supplemental report will be filed when this evaluation is complete. (B)(4).